Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:42:16. During night drain cycle one, the patient's ultrafiltration reading was 1997ml, indicating the home patient (hp) drained 1997ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The increased intra peritoneal volume (iipv) event was identified in an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during internal/external inspections. The cause of the iipv event was determined to be a use error. The initial drain alarm setting was inappropriately programmed. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.